Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-10. Investigation summary: two photos and one sample were received by our quality team for evaluation. From the photos, foreign matter was observed inside packaging. From the sample, the team observed jagged holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syring product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 10 manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. The distribution center will be notified of this complaint for their awareness.

Event description:
It was reported that syringe 10ml ll 21x1in tw india had foreign matter on 20 occasions. The following information was provided by the initial reporter: found dust particles in side the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll 21x1in tw (B)(4) had foreign matter on 20 occasions. The following information was provided by the initial reporter: found dust particles in side the product.